Manufacturer narrative:
The instrument was found to have a frayed grip cable at the distal end of the monopolar curved scissor (mcs) instrument. The mcs instrument's tip cover accessory prevents fragments from falling into the patient and reduces the risk of tissue injury. In the event of a fragment-causing failure (e.g., cable failure or crimp separation), the tip cover contains the fragments, preventing loss during instrument removal. Additionally, it shields the instrument's wrist, minimizing tissue interaction with a broken cable. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.